Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4968-60 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected due to high left ventricular (lv) lead thresholds. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.